Manufacturer narrative:
The reported complaint was confirmed. During laboratory anaylss, the product surveillance technician measured the voltage of the coin battery to be 0.3935 volts direct current (vdc), specification is 3 vdc. The coin battery did not have enough voltage to store the bios settings which prompted the 'disk boot failure' error message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He replaced the single board computer (sbc) battery and hard drive. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'boot disk error' message. There was no patient involvement.